Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device in situ bender-left for 5.5mm rods (product code: 03.632.039, lot number: t126928) was returned to cq west chester for investigation. The returned device was broken and the broken piece was not returned. There were scratch marks on the surface of the device as well. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. In situ rod bender, 03_632_039 rev d (current) and b (manufactured). Dimensional inspection: this is identified to be a post manufacturing issue, hence a dimensional inspection was not performed. Conclusion: the returned item was broken and had scratch marks consistent with regular use of the device. The complaint was confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during reverse logistics audit of a returned device at millstone the in situ bender-left for 5.5mm rods was found broken. No patient involvement. This report is for one (1) in situ bender-left for 5.5mm rods. This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.